Event description:
It was reported that the customer experienced high blood glucose levels and went to the emergency room. The blood glucose reading was over 600 mg/dl. The customer stated that her blood glucose levels had been running high after she woke up with a blood glucose reading of 520 mg/dl. She stated that she kept treating with her insulin pump, but the glucose levels would not lower. She noted that she did not speak to a doctor and left without admission. She stated that she only sought assistance with checking her blood glucose levels. She observed no delivery alarms in the alarm history and stated that she delivered a manual bolus for a blood glucose reading of over 600 mg/dl, but it was not recorded. During troubleshoot a bolus did record upon delivery, however. She mentioned that she had bent infusion set cannulas that still worked on one occasion; her doctor stated this was not the issue. Her doctor advised that the insulin pump be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No display anomaly or black box was noted on the sensor graph. The insulin pump had minor scratches on the display window, cracked window, cracked case at a display window corner and a cracked reservoir tube lip.